Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead was not successfully implanted hence the physician attempted to deploy the lead on the right atrium, but the lead was damaged and was nonfunctional. The lead was not used and replaced during procedure. The patient was stable.